Manufacturer narrative:
Date sent to the FDA: 9/28/2007. Conclusion: the actual device involved in this event was returned for evaluation. It was verified that the motor was defective and was loud with nothing connected, and was also at minimal rotation forward or reverse. Ti was found that the cpc connector was not at the twelve o'clock position and all four lid screws on the back side where missing.

Event description:
It was reported that the unit's motor makes loud noises even with nothing attached. There was no case involvement and no patient consequence.